Event description:
Reference MFR. Report#1627487-2019-05571, reference MFR. Report#1627487-2019-05572, reference MFR. Report#1627487-2019-06708. Surgical intervention was undertaken on (B)(6) 2019 wherein all 4 leads were explanted and replaced thus resolving the issue.